Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: upon receipt of the device, the account noted that the diameter of the wire should be 1mm but it is 1.5mm. Label on the device notes that the diameter of the cerclage wire is 1mm but the diameter of the packaged wire is 1.5mm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation shows that there are really diameters 1.5mm instead of 1.0mm inside the packages. One cycle during manufacturing process was not carried out as intended. Regardless of correct and documented existing checking procedure this condition was not detected by human error. According to our research, no other items/lot numbers are affected by this confusion. Delivery stop was introduced to block all articles of the lot in questions. A CAPA has been initialed with all items documented.